Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and detached end cap.

Event description:
Customer's mother reported via phone call that while attempting to rewind insulin pump after set change, the bottom piece that holds the drive support cap fell off. Customer's blood glucose was 154 mg/dl. Caller was advised not to continue using insulin pump and that it would need to be replaced.